Event description:
An alarm was reported by the caller due to an occlusion issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to disconnect from the site, load a new cartridge, and successfully deliver a bolus, leading to a one-time pump replacement. The customer reverted to an alternate method of insulin therapy.